Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code (B)(6) captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used fin the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat varices. The exact procedure date was unknown. During the procedure, after the nurse assembled the ligator onto the scope, the physician inserted the scope into the patient, and when he rotated the handle, the bands would not deploy. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.